Manufacturer narrative:
Additional device product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Correction/removal number: (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, while using reamer/irrigator/aspirator (ria) 2, the (2) 10.0mm reamer heads broke. This also caused the ria 2 shaft assembly tube to become stuck on the ria driveshaft. The surgeon used pituitary ronjours to remove most of the broken reamer head pieces. There was a 30 minutes surgical delay. The procedure was successfully completed. There was no patient consequences. This report is for 1 10.0mm reamer head for ria 2 sterile. This is report 2 of 2 for complaint (B)(4).